Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented for a post implant check in clinic. A capture threshold could not be obtained for the right ventricular lead, and x-ray confirmed the lead was dislodged. The lead was revised on (B)(6) 2019, and the patient was in stable condition before, during, and after the procedure.